Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed, and the stimulation was resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead - (B)(6) 2007; 4076 implantable pacing lead - (B)(6) 2007. (B)(4).